Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation/migration') and genital haemorrhage ('general abnormal bleeding ') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and coagulopathy ("clotting"). At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain and coagulopathy outcome was unknown. The reporter considered abdominal pain, coagulopathy, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: discrepancy noted insertion date (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test (unspecified) result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. On 11-sep-2019: pfs received. Patient demographics were added. Lab data added. Event injury nos replaced events pelvic pain, abdominal pain, fallopian tubes perforation, general abnormal bleeding and clotting added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.